Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. It was reported on the morning of (B)(6) 2020 the patient received a blood glucose level of 338 mg/dl, while fasting. The patient went to the hospital. At the hospital, the patient received fluid via infusor. The patient continues to receive blood glucose levels over 300 mg/dl, despite being connected to the pump. The current hospital would like to transfer the patient to a different hospital that has a special diabetes unit, but at this point the patient declines. At the time of report the patient was still hospitalized, it is unknown when they will be discharged.